Event description:
Pt had a iud placed at the local health department in (B)(6) 2012 and subsequently complained of ongoing pain, dyspareunia she requested removal of the device. However in the gyn office, they were unable to locate the iud. The string was not visible and an ultrasound was performed. The gyn discussed with the pt the need for evaluation and attempted removal by laparoscopy. He also told her the decreased hcg confirmed an inevitable abortion. During the surgical procedure the string of the iud was clearly visible in the cul-de-sac extending from the ll hand portion of the cervix. Some adhesions of the sigmoid colon were observed and with dissection of the adhesions the tip of the iud was noted and with further dissection of the adhesions with exposure of the cervix showed the remaining iud buried within the body of the cervix. A llq port was placed and the iud was gradually withdrawn from the wall of the cervix and drawn into the cul-de-sac intact. The iud was removed. Inspection of the pelvis showed good hemostasis.